Event description:
Falsely elevated high sensitivity troponin I (tnih) results were obtained on three patient samples on an advia centaur cp instrument. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate advia centaur cp instrument. The repeat results recovered lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated high sensitivity troponin I (tnih) results were obtained on three patient samples on an advia centaur cp instrument. A siemens customer service engineer (cse) was dispatched to the customer site. During this visit, the cse inspected the instrument and determined wash one pump, and base pump, malfunctioned. The cse replaced both pumps, primed the instrument, and confirmed no leaks. Further, cse verified if the dark counts were within specification and repeated the calibration of failed assays. The instrument generated signal errors and pre-light errors. The cse replaced the luminometer. The instrument was operational upon the replacement of the malfunctioned luminometer and pumps. The instrument is performing according to specifications. No further evaluation of this device is required.